Manufacturer narrative:
(B)(4). Information not provided during initial contact. Information not available, device not returned for analysis.

Event description:
(B)(4)received. It was reported by the account that during a lap gastric bypass procedure, broken piece remained in patient, not able to remove broken piece, fluoro assistance. Patient consequence.